Event description:
Machine developed a "vent failure" alarm. After 5-10 breaths machine shut down and would not allow automatic ventilation. Anesthesia forced to go into manual ventilation mode. Removed from svc.